Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest. It was reported that the patient's skin was red where the electrodes were located, and that there were indentations where the sensors and wires were located. During a follow up call, the patient's wife reported that the patient had removed the lifevest per a doctor's order. It was reported that the irritation had improved. There was no allegation of a device malfunction associated with the reported skin irritation.